Event description:
The iab was inserted into the pt on 09/14/1998 at 3:00 p.m. And removed on 09/16/1998 at 1:00 a.m. The iab did not malfunction. The pt had a bowel infarction and developed a possible obstruction of superior mesenteric artery and multiple renal infarcts. A vascular surgeon was consulted and removal of the iab was required and a transfusion was required. Event complications: bowel infarction/renal infarcts/transfusion - reported 09/16/1998. Pt's current status: discharged - reported 09/16/1998.